Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he was playing basketball all day. Checked his glucose at the end of the tournament with the bayer glucose meter and it was over 600mg/dl. The customer tested again and took an insulin injection; then his glucose level went down to 550s. He took more insulin and dropped to 100s a couple hours later. No further information was provided.